Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaw. Blood was observed on the handle and the metal part of the shaft as well. Tissue and charred material was present on the jaws. The silicone insulation on the cold jaw was partially peeled away from the tip of the cold jaw, exposing the metal inside portion of the cold jaw but remains attached to the jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw, however remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and for the analyzed failure ¿material bent/twisted.